Event description:
It was reported that a patient with a 7300tfx 25mm mitral valve patient underwent a valve-in-valve procedure after an implant duration of 5 years, 11 months due to restricted leaflets and severe stenosis. The patient presented with dyspnea, fatigue, and tremors. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Corrected data: corrected section h6 (health effect - impact code).

Manufacturer narrative:
The most likely cause is patient factors, including hld, cad, and dm.

Manufacturer narrative:
Additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm mitral valve patient has been placed under consideration for a valve-in-valve procedure after an implant duration of five years, seven months due to restricted leaflets and severe stenosis. The patient reported dyspnea, fatigue, tremors.